Event description:
My son was issued an advocate redi-code meter, model td4223e in (B)(6) of 2014. We got this product via (B)(6) as this is the only way we could get it because he has (B)(6). We also received strips from the same company, and they come every month in the mail. We get 3 boxes of strips per month. We have been getting the recalled/wrong strips since day one and just today found out about it. We get the advocate bmb-ba006a strips. It says specifically on the boxes that these strips are not meant for the advocate redi-code meter, model td4223e. My son is border lie hypoglycemic and at times has gone pre-diabetic. We have been monitoring him to see if we needed to do further testing for diabetes or hypoglycemia. There were a few times we nearly took him to the hospital based on results given by this device, and there were a few times we did not based on the results given by this device. We were also asked to monitor my daughter with the same device by the doctor because her sugar had tested in the pre-diabetic range. My son is (B)(6) and my daughter is (B)(6). Diabetes (type 1 and 2) and hypoglycemia both run heavily in my family, and I am alarmed that such a mistake was allowed to happen by my only choice of provider for testing equipment. I am grateful that we've not had any serious health issues, but we are going to be demanding a new meter and strips. We are also reporting this to (B)(6), and possibly going further with it just to get the word out. We do not desire a lawsuit. We just want people aware so that if this has happened to others, they can be aware and get the matter resolved for themselves, too.